Manufacturer narrative:
3/21/97 - supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. Corrected data entered in d9.

Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the device did not fire a complete staple line. The surgeon applied another device without pt injury.